Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt rec'd a durom us acetabular component 58/52 r on (B)(6) 2007, right side. At the time of this report, the pt is currently being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4). Nb: the pt is a bilateral pt. Left side surgery is reference under (B)(4).